Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Manufacturer narrative:
D4: UDI and h4: manufacture date are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient woke up to the pump alarming every two minutes with a message stating 'downstream occlusion,' which then quickly cleared. The pharmacist advised the patient to switch to a backup pump with the current cassette prepared that evening. The backup pump ran for 15 minutes without alarms. The patient was 62-year-old male.